Event description:
During an educational session, while under a patient warming light in the room, when the device door was open to insert the cartridge the device showed an error. The company says this is due to the sensor being located at the top of the device. It only will occur when the door is open, and the cartridge is not in place. This could be problematic if erroneously alarming during patient use, due to concurrent use of a warming light. Manufacturer response for high flow, precision flow hi-vni (per site reporter). They are aware of the issue.